Manufacturer narrative:
H6: dislodged anvil. The analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists, pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. This inquiry was originally reporteed as "record purpose only".

Event description:
It was reported the tsb35 was used during an unknown procedure. It was reported by the affiliate the instrument did not work. There was no consequence to the pt.